Event description:
It was reported by service report that the head end was stuck in the high position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: headend lift motor have to be replaced.